Manufacturer narrative:
Premature battery depletion was not confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Pacing, sensing, impedance, high voltage (hv) output, and the patient notifier were tested and no anomalies were detected. Adc testing was performed and no anomalies were detected. The cause of the discrepancy in the programmer¿s estimation of remaining longevity, near elective replacement indicator (eri), was not determined.

Event description:
During a follow-up in clinic, the device had reached elective replacement indicator (eri) prematurely. The device was explanted and replaced and the patient was stable with no consequences.